Manufacturer narrative:
Varian reference (B)(4). Customer confirmed that due to this use error seven patients received incorrect treatment. Patients received higher dose than intended. For two patients it was determined no serious injury occurred, for the remaining five patients it is unknown whether serious injury occurred. Eclipse is working as intended. It is confirmed that the incorrect calibration values in the CT calibration curve for the CT somatom confidence was caused by use error. Varian documentation states that verification of the calibration curve entries is the responsibility of the customer. The documentation provides a method for the customer to verify the configuration of the CT calibration curve.

Event description:
The customer reported that on (B)(6) 2020 a plan that was calculated in eclipse had an unexpected dose distribution with high dose extending outside the ptv and towards the patient skin. The patient had not been treated. The issue was reproducible at the customer site for the same patient. The patient data was retrieved from the customer site and tested with varian standard beam model and algorithms, and same dose constraints, but the issue was not reproducible. After some troubleshooting by varian service/helpdesk, it was found that the issue was due to the electron calibration curve that was incorrectly defined as absolute density, instead of as relative to water density. No injury or death was reported.